Manufacturer narrative:
Device evaluation: the lens was returned dry in a microcentrifuge vial with clear and surgical residue/ debris on the product. Visual inspection found one of the lens haptic bent and presence of clear residue on the lens surface. (B)(4)

Manufacturer narrative:
This product is not marketed in the u.s. Patient code: (B)(4) secondary surgical intervention, explant and exchanged for longer lens this lens model is contraindicated for patients with an anterior chamber depth (acd) less than 3.0mm. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vicmo12.1 implantable collamer lens, -9.00 diopter, in the patient's right eye (od), on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to low vaulting. The lens was exchanged for a longer lens and the problem was resolved.